Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer does not open when user tried to issue oxycodone. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) remoted in and verified that all drawers were working. The customer logged back in and was able to issue the medication without any problems. The system functioned as intended after the technical support specialist investigated the device.